Manufacturer narrative:
Results: a sample was available for evaluation. The specifications of the complaint batch is 24g, no abnormality found in the incoming material the whole assembly process and packaging process. According to the information returned, the nurse found blood leaked from the connection of adapter and prn on the second day of infusion. No abnormality occurred before leakage. In lab, performed 45 psi leakage test to the returned sample. No abnormality found. A review of the manufacturing records was performed, no issues were identified. Conclusion: no abnormality was found in the returned sample. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. UDI#: (B)(4).

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system 24g x 0.75in. Leaked during use. No injury or medical intervention.